Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant slit of a 5f mynx control vascular closure device (vcd) was noticed to be larger than normal upon insertion into an avanti sheath, with what looked like expanded sealant coming through. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was prepped and stored according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was trained on the mynx device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. No excess force was applied during insertion; resistance was met, the damage was then observed, and the device was removed. There was exposure of the sealant to bodily fluids from attempting to pass through the valve, and this was due to damage to the sealant sleeves. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the sealant slit of a 5f mynx control vascular closure device (vcd) was noticed to be larger than normal upon insertion into an avanti sheath, with what looked like expanded sealant coming through. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was prepped and stored according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was trained on the mynx device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. No excess force was applied during insertion; resistance was met, the damage was then observed, and the device was removed. There was exposure of the sealant to bodily fluids from attempting to pass through the valve, and this was due to damage to the sealant sleeves. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was in the open position, and a cordis mynx syringe was attached to the unit. The sealant was present in its manufactured position and fully covered by the sealant sleeves; however, a kinked deformation was noted to the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were observed during the visual analysis. Per dimensional analysis, the catheter working length was verified and measured, and the measurement was within the defined specification. This measurement was obtained using a calibrated ruler. Due to the condition of the sealant sleeves, a dimensional analysis of the slit length could not be performed. Per functional analysis, a simulated deployment test was performed to evaluate device functionality. The unit operated as intended, with proper sealant deployment and balloon retraction following the sequential depression of button 1 and button 2, after aligning the tension indicator by pulling the distal tip. Additionally, a functional evaluation using a 5f cordis laboratory sample csi was conducted. The device was inserted into and withdrawn from the csi without any friction or resistance. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was observed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-kinked/bent.¿ however, the reported event of ¿mynx control system-deployment difficulty-premature¿ was not observed through analysis of the returned device since the sealant was still in its manufactured position and fully covered by the sealant sleeves. The exact cause of the issue experienced by the user could not be conclusively determined. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced by the user since the sealant was not exposed from the sealant sleeves. However, procedural/handling factors (although it was reported that no excessive force was used during insertion into the sheath) possibly contributed to the kinked condition of the sealant sleeves. It should be noted that the slits of the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the issue experienced by the user could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.